Event description:
It was reported a filter did not appear to open completely following deployment via a femoral approach. Manipulation of the filter with a catheter was unsuccessful. The filter was retrieved utilizing a snare without incident. A second filter was successfully placed without pt complications. It was indicated a pre-placement vena cavogram was not performed prior to filter placement and continual flushing of the carrier sys during the implant procedure was not performed which co believes may have contributed to this event. Directions for use state: "an inferior vena cavogram must be performed prior to insertion of the stainless steel greenfield vena cava filter with 12 french introducer sys. This procedure determines caval patency and diameter and is used to eval the inferior vena cava for the presence of thrombus and congenital anomalies...do not attempt to move or manipulate an engaged filter...the introducer catheter must be flushed through the opened flush port by frequent injection or continuous infusion of sterile heparinized saline during the implant procedure... Insufficient flushing can allow thrombus formation inside the filter which can bind the legs and prevent complete opening upon release...confirm location of the carrier capsule by injecting contrast through the handle of the introducer catheter...do not attempt to move or manipulate an engaged filter...in most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."

Manufacturer narrative:
A filter attached to a snare was recd, evaluated and retained by this MFR. The filter was removed from the snare and it was noted that two of the filter legs were crossed. Since the filter was returned attached to the snare, the cause for the crossed legs may be related to retrieval. A review of the device history record for this lot, which included pictures of the legs post fitting into the carrier, did not reveal any anomolies.